Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was no damage observed to the pipeline pushwire. The pipeline had not been placed in a vessel bend when it failed to open, it was in a straight segment. The guidewire tip was advance about 10mm out of the catheter tip during the inflation. The balloon leak was at the tip. The contrast ratio was 50:50. The physician did not shape the guidewire tip. The injection rate was steady. A 1ml luer lock syringe was used.

Manufacturer narrative:
A separate report will be submitted regarding the reportable event involving the hyperform device used in the same case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the right middle carotid artery was accessed and the pipeline was delivered with the phenom microcatheter. Once loaded, it was accurately placed and deployment was started. The distal portion wasn't opening at the tortuous bend. After 5-6 attempts of resheathing, it was decided to resheath again and introduce the device again. But while the final resheathing was taking place into the microcatheter, the device opened inside the phenom. The pipeline was deployed less than 50% when it failed to open. There was catheter resistance at the distal end of the catheter. The hyperform 4x7 was taken which while preparing tore because the wire went through the balloon. So a second re-sterilized balloon was taken. The pipeline and the microcatheter were resheathed and removed from the patient. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured right ica aneurysm with a max diameter of 15mm and a 8mm neck diameter. The landing zone had a measurement of 4.2mm proximally and 3.9mm distally. The access vessel was the right common carotid to internal carotid artery with a diameter of 4.2mm.it was noted the patient's vessel tortuosity was severe.

Manufacturer narrative:
H3: product analysis #(B)(4):¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex with shield braid and phenom 27 catheter were returned for analysis within a shipping box; within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches; and within a dispenser coils. The pipeline flex with shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿ damage location details: the distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No flash or voids molded were observed in the hub. No damage was found with hub. No kink or damages were found with catheter body. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. In addition, the braid was pushed out from catheter without any issues. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. In addition, based on the analysis findings, the pipeline flex shield and phenom 27 catheter were not confirmed to have resistance during delivery. No defect was found with returned phenom 27 catheter. The pipeline flex sheild pushwire was not returned for analysis. No resistance was observed during testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.